Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 control board and pyxibus module control board was faulty. A field service engineer upon arrival drawer 3.1, 3,2 was not detected on bus. Drawer 3.1 was plugged in device not turned on, then replaced control board and control module for drawer 3.1 to resolve the issue. Fse while testing in application found slide rails were broken, replaced the entire drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit would not power on. The switch at the back was flipped; however, there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.